Manufacturer narrative:
Analysis identified foreign material in the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient's pump was stalled for 86 hours. The patient was not involved in a clinical study. The pump was replaced with a manufacturer's product and the explanted pump would be returned for analysis. It was reported that the patient went through withdrawal and was put on oral meds. It was reported that the pump was used with/in for treatment. It was reported that the patient recovered without sequelae. No dye study or rotor study was performed. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5mcg/ml prialt at 0.5mcg/day via an implantable infusion pump for non-malignant pain. It was reported that a motor stall was seen at the initial interrogation. The patient was in for a normal refill when the hcp noticed on the interrogation that a motor stall had occurred on (B)(6) 2018. No motor stall recovery was noted. It was reported that the patient had not had a MRI. The patient had a MRI on (B)(6) 2018 where the pump stalled and recovered normally. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of the motor stall was not determined. The patient was seen in the doctor's office on (B)(6) 2018 with a manufacturer's representative present. The patient denied being near heavy magnets. The motor stall had not resolved. The patient's weight was (B)(6). No further complications were anticipated/reported.